Event description:
It was reported that during preparation for a percutaneous coronary intervention stent dislodgement occurred. The target lesion was in the left anterior descending artery. The 3.5 x 20mm promus element mr stent delivery system (sds) was flushed from the tip prior to removal from the hoop. After the sds was removed with no excess force from the hoop, it was noted that the stent had detached. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was in the left anterior descending artery. The 3.5 x 20 mm promus element mr stent delivery system (sds) was flushed from the tip prior to removal from the hoop. After the sds was removed with no excess force from the hoop, it was noted that the stent had detached. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The struts on the distal and proximal end of the stent were misaligned. No other damage was noted to the stent. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damaged was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).